Event description:
(B)(6), md's office reported that a pt received a shock during a procedure from a cauterization equipment when they touched the midmark 630 examination table.

Manufacturer narrative:
The product has not been returned at this time. A site eval was performed by a tech. The site indicated that the cauterization equipment caused a shock when a pt came in contact with a different product, described as a cart. The cauterization machine was plugged into a wall outlet, not the outlet provided for medical equipment on the midmark 630. A recommendation was given to the site to eval the cauterization equipment for proper construction. The site did not give model info on the cauterization equipment at the time of this report. Based on the site eval, midmark is able to confirm that the midmark 630 examination table was not the cause of the pt shock.